Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. It was found that the set h_br_ne_en signal on the main pcb was not going active during the h-bridge test, and was the cause of the reported issue. The device was archived by stryker, and the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their devices "will not work." There was no patient use reported with the event.